Event description:
It was reported that during a ventricular tachycardia treatment procedure, char occurred. The lesion was located in the left ventricle. This intellatip mifi¿ xp temperature ablation catheter and a maestro 3000 generator were used. The ablation parameters were set at 100w, 60-70 degrees, 120 seconds. Over 20 rf application were delivered. After inspection of the catheter, char was found on the tip. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: the returned device was tested and it passed the electrical and rf ablation tests. In addition, the handle was opened and the receptacle was found within specification. Visual inspection found char at the tip. No other failures were observed in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).